Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient was taken to the operating room on (B)(6) 2013, and placed under general anesthesia for placement of a longer abutment. The implanted device remains.